Event description:
The customer reported that the system would not boot.

Manufacturer narrative:
The ge service rep replaced the sram and programmed the workstation. The system is now booting properly.